Event description:
It was reported that the insulin pump was exposed to pool water. The blood glucose reading was 529 mg/dl. The customer's mother stated that when she tried to put the batteries in the device, it just counted up to 5 and stopped until the act button is pressed again. The customer had jumped into the pool with the insulin pump on prior to the call. There is also a small crack around the top of the device's screen and one on the battery pack observed. Advised discontinuation of the insulin pump. The caller stated that the customer's blood glucose was high due to not having the insulin pump on and treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.